Manufacturer narrative:
Pump received with cracked reservoir tube lip, scratched lcd window and scratched case.

Event description:
Customer reported that the screen of his insulin pump was scratched. Blood glucose level was 143 mg/dl at the time of the call. No further information was provided.